Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned. A full breach insulation degradation was noted at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.